Manufacturer narrative:
Reported event: mics handpiece assembly had warning of overheat, and a few other warnings. Would not work/no power. Product inspection: original description confirmed. Mics-209063, sn# (B)(6) , RMA# (B)(4). Inspected per d06917 and determined failure of the following test step. Sec# 7.1.2. Visual over heating. Disposition: rtv. Inspected by: (B)(6) . Device history review: device history records indicate (B)(4)were manufactured under prodex lot k08uf and 24 were accepted into final stock on 01/25/2017. A review of qt17-01-0086 revealed that the issue is not related to the failure alleged in this complaint. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42041116 shows no additional complaints related to the failure in this investigation conclusion: per d03391, preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was confirmed. No additional investigation or specific actions are required. Nc/CAPA review: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Event description:
Mics handpiece assembly had warning of overheat, and a few other warnings. Would not work/no power. Case type: tka.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics handpiece assembly had warning of overheat, and a few other warnings. Would not work/no power. Case type: tka.